Event description:
This notification was opened for review for information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam particles was found inside blower kit. The device displayed error codes e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). In addition, dust contamination was also reported. Additionally, the device was scrapped by the service center after the evaluation was completed.